Manufacturer narrative:
(B)(4). A field service engineer (fse) was dispatched and found a clog in the peristaltic pump tubing that was preventing complete aspiration of unbound analyte for one of the aspirate probes. The exact probe was not identified. Peristaltic pump tubing was replaced for all three aspirate probes and subsequent system check and qc (quality controls) passed. In conclusion, the clogged peristaltic pump tubing was the cause of the system check failures as the failure mode indicated an aspiration issue.

Event description:
The customer reported obtaining a failing system check on the laboratory's access 2 immunoassay system serial number (B)(4). The system check failed the washed mean portion with elevated rlus (relative light units), indicating an aspiration issue. The washed percent coefficient of variation (%cv) and wash efficiency parameters also failed. The customer repeated just the washed portion of system check, which failed again with a high washed rlu mean and high washed %cv. The customer verified that all of the aspirate probes and associated peristaltic pump tubing were connected, properly seated, and not leaking. No kinked tubing or leaks were noted. The customer changed the aspirate probes and repeated the system check. The system check again failed the same parameters. Erroneous results could be generated due to the failure mode indicated in this report. There were no erroneous patient results generated. There was no change to patient care or treatment in conjunction with this event. A field service engineer (fse) was dispatched to assess instrument performance.